Manufacturer narrative:
Qn#(B)(4). Teleflex did not receive the device for investigation therefore the reported complaint of iabp balloon volume incorrect is not able to be confirmed. Additional information indicates the issue has been traced to the pump's front end board, but the board will not be replaced due to cost. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. The reported complaint will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported that the display of the intra-aortic balloon pump (iabp) indicated a different volume from the actual balloon size of the intra-aortic balloon (iab) catheter during use on a patient, the iabp showed 50cc for 40cc catheter, 35cc for 30cc catheter. As a result, the hospital staff adjusted it manually to continue using the pump. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the display of the intra-aortic balloon pump (iabp) indicated a different volume from the actual balloon size of the intra-aortic balloon (iab) catheter during use on a patient, the iabp showed 50cc for 40cc catheter, 35cc for 30cc catheter. As a result, the hospital staff adjusted it manually to continue using the pump. There was no report of patient complications, serious injury or death.